Manufacturer narrative:
(B)(4)¿urinary problems; undefined recurrence. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and other unspecified issues. It was reported that patient underwent partial mesh removal on (B)(6) 2011 for pain, sui and bleeding.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2005 to treat 3rd degree uterine prolapse, fibroid uterus, cystocele, stress urinary incontinence, urethral hypermobility, posthysterectomy vaginal vault prolapse, enterocele and rectocele with concurrent hysterectomy and cystoscopy. It was also reported that patient underwent excision of vaginal cuff on (B)(6) 2012 secondary to erosion of gore-tex sutures. No additional information was provided.

Manufacturer narrative:
(B)(4).